Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a battery status of end of life (eol). An extended charge time of 25.3 seconds was reported; the associated monitoring voltage was 2.69 volts. Engineering analysis of device memory indicates that the device experienced two consecutive charge times greater than the extended mid-life elective replacement indicated (eri) change time limit. Although the battery itself had not depleted prematurely eri, then eol, were triggered earlier than expected by extended charge times that resulted from higher-than-typical build-up of internal battery impedance. The device was explanted, replaced and returned for laboratory evaluation.